Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 27sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator would not power on. It was reported that the event occurred during clinical use, however, there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 03nov2018. Philip's field service engineer (fse) evaluated the device and the reported condition was not verified. There was no product deficiency found.